Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the set up structure (sus) axis 1 motor due to over travel limit error 23000 and pot to encoder error 23008. When calibrating, the column joint calibrations failed on the pot to encoder error. It was noted the errors 23000 and 23008 were present by cause of incomplete calibration. The system was tested and verified as ready for use. Isi has received the set up structure (sus) axis 1 motor and is currently undergoing evaluation and pending completion. A follow up MDR will be submitted if additional information is received and when analysis has been completed. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by the technical service engineer (tse). Investigation revealed the following possible related system errors: 23000/pot over travel limit, sus, axis 1, column (z-axis). No image or procedure video was provided for review. This complaint is being reported due to the davinci system malfunction rendering the davinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical service engineer (tse) the customer observed a recoverable fault on the system. The tse reviewed the logs and found error 23000 pointing to a pot over travel limit on the setup joint (suj) axis 1 column. After, the tse had the customer hard power cycle and press the emergency power off (epo) button with no resolution. It was noted the system would power up and present the fault right away. The csr attempted to recover the fault but the system would immediately fault. The csr then disabled the cart boom and was unable to adjust the boom height. The tse asked the csr if the boom was high enough to lower the bed and still dock to perform the procedure; however, the csr reported it was not. Then, the tse asked the customer if any other system was available, and the csr reported the other system was in use. The customer elected to convert the procedure to laparoscopy. There was no reported injury or harm. Isi followed up with the csr and obtained the following additional information on 08-jul-2021. The csr confirmed they were present during the reported case. It was stated that the system was inspected prior to use and no issues with port placement or the system were observed. The csr noted that the reported issue occurred on the second case of the day. The procedure was in process for 4 minutes when the reported error occurred. At that point, the csr contacted technical support for troubleshooting; however, no resolution was obtained. The csr informed the system had gone into a non-recoverable fault, which the surgeon believed was the cause of the conversion. There were no post-operative complications. No video/image was available for review. The procedure was completed laparoscopically with no patient injury or harm.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h3, h6, and h10. D15 - intuitive surgical, inc. (Isi) received the axis 1 motor involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported error; however, the error/fault was confirmed via the field logs. Due to the nature of the complaint, no troubleshooting was possible since there were no tools or process available to replace the system column motor. The unit will be scrapped. The root cause was not able to be determined.

Event description:
Refer to h10/h11 for follow-up information.